Manufacturer narrative:
This report is filed on february 17, 2020. (B)(4).

Event description:
The device was explanted due to infection. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. Received a telephone call from the clinic on (B)(6) 2019 advised that the surgeon planned to remove cochlear implant under general anesthesia and requested to have an explant kit.